Manufacturer narrative:
D4: additional components involved in event:part no. Lot no. Description63028 496780 4x14mm screw63028 pl180e 4x14mm screw63028 495610 4x14mm screw63028 036660 4x14mm screw 63028 067190 4x14mm screw63028 755830 4x14mm screw14-531148 534280 14x12x8 peek spacer mqp14-531148 b78699 14x12x8 peek spacer mqp14-531147 618760 14x12x7 peek spacer mqp14-531149 110250 14x12x9 peek spacer mqp

Event description:
It was reported that a revision surgery was conducted to revise a patient that had a plate and screws back out. The report indicated that the implanted spacers had subsided into the endplate. The system was removed and replaced with a competitive system. Patient outcome: no adverse effect reported as a result of the revision.